Event description:
After broaching with the appropriate sized broach, the stem would seat proud in the femoral canal. Another stem was readily available and implanted without incident. There was no adverse consequence for the patient or delay in surgery or anesthesia time.